Event description:
During an endoscopic saphenous vein harvesting procedure, the tunnel could not be maintained. The procedure was completed with a replacement unit. No pt complications were reported by the hosp.